Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump rejected new batteries and battery life was diminished. Customer's blood glucose value was unknown at the time of incident. Customer also reported insulin was squirting during priming and they received random no delivery alarm. No troubleshooting was performed. The device will not be returned for analysis.